Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: it was reported, ¿the tip came off from the catheter and was lodged in the patient¿s bile duct and was unable to be retrieved.¿ the patient required the use of an open-end ureteral catheter during an intraoperative cholangiogram with laparoscopic cholecystectomy. The operator reported that during removal of the catheter, the catheter was discovered to have broken off. The fragmented piece was located in the patient¿s bile duct. The operator was unable to retrieve the fragment during the laparoscopic cholecystectomy. The patient had an endoscopic retrograde cholangiopancreatography (ercp) performed and the fragmented device was retrieved with the use of olsen-reddick cholangiogram forceps. No other adverse events were reported during this event investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of drawings, specifications, instructions for use, and quality control data. Visual examination confirmed a partial distal catheter segment was received in used condition. Catheter length was approximately 14cm. A section of the distal tip at the first ink band was missing and not returned. Magnification of the distal end shows the catheter tip was severed at the first ink band. Catheter is manufactured with a stiff non flexible tip, point of separation has a clean straight cut. Catheter segment is separated in a second location within the 15cm marking. Two white stress marks were noted near the 10cm ink bands. Magnification of the proximal end revealed severed end has a melted appearance with black charring indicating possible laser damage. A review of the device history record or complaint history was not possible as a specific lot number was not provided. The catheter is intended for drainage and retrograde pyelogram within the urinary system. The reporting facility indicated the catheter separated within the patient's bile duct during a intraoperative cholangiogram, which images the bile duct. The procedure during which the device was used is not intended for the product. The cause for the separation of the catheter tip could not be identified. There is no indication that a design or process related failure mode contributed to this event. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received: the procedure being performed was an intraoperative cholangiogram with laparoscopic cholecystectomy .when the catheter was being removed, the team double checked and found that the catheter had broken off. The broken off piece of the catheter was unable to be retrieved during the laparoscopic cholecystectomy. The broken off piece of the catheter was retrieved 21aug/2020 via endoscopic retrograde cholangiopancreatography (ercp). An olsen-reddick cholangiogram forceps was also used. No additional patient consequences were reported.

Manufacturer narrative:
Customer name and address: (B)(6). Reporter occupation = clinical resource coordinator. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure, the tip of a open-end ureteral catheter separated in the patient and was lodged in the patient's bile duct. The device fragment was unable to be retrieved during this procedure but was successfully removed during another procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.